Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple low battery alters within one month. Blood glucose level at the time of the incident was not provided. The customer reported that she removed the battery and received a failed battery test. It was determined that the batteries lasted longer than one week, which the customer was advised is normal. The insulin pump was not replaced or returned for analysis.